Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. Heroux, r., sheppard, m., wright, s. Swahney, m., hirsch, e., kalaidjian, r. & snyder, g. (2107). Duodenoscope hang time does not correlate with risk of bacterial contamination. American journal of infection control, 45, 360-364. Https://doi.org/10.1016/j.ajic.2016.11.021

Event description:
Olympus received notification of literature titled "duodenoscope hang time does not correlate with risk of bacterial contamination." Which reported positive cultures for the study device(s). The purpose of the study was to assess the association between hang time and risk of duodenoscope contamination in 18 endoscopic retrograde cholangiopancreatography (ercp) duodenoscopes (same model). The culture results identified that among all culture events, 19 (4.1%) met the secondary outcome of significant contamination (= 10 colony forming unit (cfu)) on either the elevator mechanism or working channel, including 2 (0.4%) demonstrating significant contamination on both the elevator mechanism and working channel. Twelve (2.6%) cultures identified an elevator mechanism that was significantly contaminated and 9 (1.9%) cultures identified a working channel that was significantly contaminated.

Manufacturer narrative:
This report is being updated to report investigation findings. Complaint not confirmed. Since the device was not returned to olympus for physical evaluation, the reported complaint could not be confirmed. No serial number was provided, therefore a review of the device history record (DHR) for this specific device could not be reviewed, however olympus does not ship any device that does not meet manufacturing specifications/inspection. Conclusion: the exact cause of the reported event could not be determined.